Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had pain in their lower back and leg that worsened when they bend a lot, they did not get a lot of sleep because of the pain and they previously had a burning sensation in their feet. The patient also reported that the implantable neurostimulator (ins) did somewhat help their pain, but the patient wanted adaptive stimulation programmed to obtain more pain relief. It was noted that the patient had pain from the implant surgery and overall, there was a lack of adequate pain relief. On (B)(6) 2017, the patient reported that they no longer wanted the ins implanted, their pain increased/ 100% worsened, and the patient had to decrease the stimulation all the way down because of the pain. It was specified that the pain started from the ins pocket site and radiated down the patient¿s legs. Lastly, the patient met with their healthcare professional a couple of weeks prior to the report where everything was found to be fine and the patient couldn't remember all of the drugs he was taking. There were no further complications reported or anticipated. Additional information was received from a patient on (B)(6) 2017. The patient stated that no steps were taken to resolve their issues and they have not resolved. No further complications were reported/are anticipated. It was reported that the patient's primary care physician (pcp) reviewed the MRI results today and told the patient that they had pinched nerves in their back, so the pcp was not surprised that the stimulator was not helping with the pain anymore. The patient stated that the stimulator was making it worse and reported having pain at the implant and lead sites. The patient reported that they were going to be working with the pcp who will refer them to a surgeon as the patient said they may need a different type of back surgery. They stated that the system was not helping anymore so they wanted it removed. No further complications were reported. It was reported that the patient had pain at the battery site since surgery and no relief. Additional information was received from the patient on (B)(6) 2017. It was reported that the pain was radiating from the battery pack all over. The patient also mentioned numbness and pain in his leg. They tried reprogramming the device, but it didn't help, and he has to keep the stimulation really low at like 0.2 volts to tolerate it. The patient has had extremely high blood pressure for the last week, and they can't get the device removed until his blood pressure and other medical issues are handled. The goal of getting the device was to get off narcotics, but he is still on narcotics. There were no further complications reported. The patient¿s medical history includes being a 100% disabled veteran and he has had multiple back surgeries not related to the device. Additional information was received from the patient reporting that they were going to meet with a manufacturing representative (rep) on (B)(6) at 8 am for reprogramming to see if they could get them better coverage. However, the patient also mentioned that they were going to have the device removed. Follow-up was conducted to clarify if the patient already had plans made to have their device removed or if that was pending their appointment with reprogramming. It was reported that the patient was planning on having their device removed due to pain at the implant site, but changed their mind and didn't have the device removed. The patient stated that they pain at the implant site was being caused by the battery, and is extremely painful. The patient stated that the pain is getting worse and worse and that the implant doesn't seem, the be seated or sealed in its pocket anymore. The patient further state d that it looks like it is loose and it is too close to the skin. The patient stated that they were told they may need to have the implant repositioned. It was noted that would be a surgical procedure and they should discuss it with their healthcare provider (hcp). The patient stated that the device was working, but it is causing tremendous pain and was having to lay down in bed more. The patient stated that they are already taking morphine and "pena delle", but that is not helping. Nothing is helping the patient and they can no longer handle the pain. The patient inquired if they needed an MRI of the whole site as it seemed that the pain was spreading from that whole area. It was reviewed that only the hcp can determine that. The patient asked what would be done to fix the issue, and asked if the battery would need to be repositioned. The patient was forwarded to their hcp to address the medical question. The patient reported that there were no falls or trauma associated with the pain. The patient wanted to know if other patients had this pain. The patient was sent a programmer manual to read the information. The patient was forwarded to their hcp to address pain as it is a medical issue. The patient stated that their manufacturer's representative (rep) was made aware of the issue "months ago." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated information already reported. The patient stated he has had pain at the ins site since 2017. The implanting healthcare professional (hcp) told the patient it was all in the patient's head. The patient stated the pain was all the way across his lower back and he had to use a hot/cold pack on the ins site all the time. The patient said he was not sleeping at night due to the pain. The patient said the ins is "bulky and poking." The patient said that he is on oral narcotics and they are not helping the pain. The patient said he is seeing a new hcp who said the patient had soft tissue issues from the ins. The hcp recommended the patient have the ins replaced or removed permanently. No further complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer that the patient¿s pain has tripled since implant. Instead of lowering the patient¿s pain medications of fentanyl and morphine, they had to be continued. The doctors say there was no problem. Even though the trial worked fine, the device no longer works now. The device was supposed to reduce pain, not increase. The site of surgery radiates pain 24 hours. It was noted that no doctor would see the patient as they are a high risk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep was scheduled to meet with the patient on (B)(6) 2017, but the patient had to reschedule. There was no device or therapy issue. The rep met with the patient about a month ago and was able to get adequate coverage. The patient didn¿t mention getting the device removed to the rep at their last appointment. The patient wanted to keep it because the rep was able to get coverage. No further complications were reported.